Event description:
The patient reportedly experienced bleeding from the incision site. The surgeon stated the patient had a hematoma/ seroma and prescribed antibiotics (type unknown). The patient has fluid in the ear, but has had no further bleeding. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.